Event description:
It was reported that a patient had received an inappropriate shock from their subcutaneous implantable cardioverter defibrillator (s-ICD) due to oversensing of noise and changes in amplitude morphology. The patient was receiving electrostimulation at the time of the delivery of inappropriate therapy. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.